Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the original complaint could not be adequately investigated due to internal moisture damage in the pump. During testing, it was observed that there was moisture present in the display lens. A review of the black box data and alarm history revealed evidence of cs 052 alarms. The pump rebooted to the verify screen but the keypad buttons were unresponsive to presses.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.